Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to a defective u104 pxa processor on the computer/analog board. Additionally, the c19 capacitor on the defibrillator board had damaged solder connections. The root cause for the defective u104 pxa processor could not be positively identified. The root cause for the damaged solder connections was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was resetting.